Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time; however this type of damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.

Event description:
Olympus was initially informed that during a laparoscopic cholecystectomy procedure, the teflon pad of two sonicbeat devices fell inside the patient; however it was retrieved successfully. Further olympus was informed that, the teflon pad on the second sonicbeat device delaminated; however there was no metal exposure and no device fragment fell off. In addition, the teflon pad from the first device was retrieved using graspers. The reported event occurred while the surgeon was using the max button of the device. There was a probe damage error displayed on generator for both the devices. There was no medical or surgical intervention needed. The devices were tested prior to use and no abnormalities were found. The procedure was completed using a third sonicbeat device. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the entire teflon pad was worn out exposing metal. Charred marks were noted on the teflon pad. A small piece of teflon pas was missing; however the missing part was not returned along with the device. The distal end of the probe unit was inspected using a microscope and charred marks and scratches were noted on the side.